Event description:
It was reported that when the patient presented in clinic for a follow-up, intermittent loss of capture and a decrease in r-wave amplitudes were noted. Programming change was made and further testing was recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.